Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
It was later reported that the patient went into the clinic for further evaluation and the leads were programmed off and the device was deactivated. The patient stated that he has had nothing but problems since the new device was implanted. The patient also reported symptoms of pain and swelling. No additional adverse patient effects have been reported.

Event description:
Boston scientific received information that a red alert was issued for this device and right ventricular (rv) defibrillation lead indicating shock impedance was greater than 125 ohms. Further information was received that a review of daily measurements in latitude revealed rv and left ventricular (lv) pace impedance were intermittently spiking but have not gone out of range. Technical services (ts) discussed the possibility of clavicular crush or an impact fracture. Ts discussed bringing the patient in for further evaluation and troubleshooting. It was also noted that there were multiple non-sustained episodes in the arrhythmia logbook which have noise on the lead channel. All available information indicates that the device and leads remain in service.

Manufacturer narrative:
There is no additional information available. If additional information becomes available the event will be updated.

Event description:
The boston scientific representative was not aware of any intervening action. All available information indicates that the device and leads remain in service.

Event description:
Boston scientific received new information that an x-ray was performed and a fracture was confirmed on this defibrillation lead. Under fluoroscopy, the wire was observed to be outside of the lead insulation. A lead revision was planned, but not yet performed.

Event description:
An invasive revision procedure was performed and the rv lead was surgically abandoned and replaced. Additionally, this device was explanted and replaced. The device was returned to allow for reliability analysis.